Event description:
It was patient stopped charging the ipg due to unknown reasons. As a result, surgical intervention was undertaken wherein the device was replaced with a new model. Effective therapy was restored postoperatively.